Event description:
A patient feels the wrong powered intraocular lens (iol) was implanted in their eye. Patient stated that their pre-operative visual acuity ws 20/70 and after the implant her visual acuity is 20/175. The patient previously had a retinal occlusion in that eye and should be able to see 20/40. The fellow eye is phakic. The patient saw a surgeon for a second opinion regarding a lens exchange, but has since decided against that option and is considering lasik surgery. The patient has requested that company not contact their surgeon for more information.